Manufacturer narrative:
Concomitant medical products: 7120 lead, implanted: (B)(6) 2009, 419588 lead, implanted: (B)(6) 2009, d334trg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible intermittent atrial far field r-wave (ffrw) oversensing noted in attached episodes from the remote transmission. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a little over two years later that the ffrw oversensing was still occurring.